Event description:
Device 1 of 3. Reference MFR report# 1627487-2012-04013 and 1627487-2012-04014. It was reported the patient's scs system was not tested during the implant procedure. Since the implant, the pt reported she was not able to feel stimulation. The sjm rep interrogated the system, and could not get the amplitude to increase. An x-ray revealed no obvious anomalies. The pt's system was replaced on (B)(6) 2011, and it was reported the pt had effective stimulation and coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.